Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the moderately tortuous circumflex (lcx) artery. The physician placed a 2.75 x 38mm promus element stent in the proximal lcx. A 2.5 x 16mm promus element plus stent was advanced to the lesion but could not cross the previously placed stent. During a second attempt to cross the 2.5 x 16mm stent dislodged from the balloon. The physician used a snare to removed the dislodged stent from the patient. The procedure was completed with no further intervention. There were no further patient complications reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).